Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation, and the reported problem has been confirmed; the camera did not produce an image. The evaluation also found a failed pressure leak test on the focus ring and cracks on both sides of the video processor electrical connector. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer contacted olympus to report a dark image from their hd autoclavable camera head. The image issue was found during pre-operation inspection when connecting the camera prior to a urology procedure. The surgery/procedure commenced and was completed using a similar device. No patient or user harm has been reported. During preliminary testing and inspection of the returned device, the reported issue was confirmed. This MDR is being submitted to capture the reportable malfunction found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty charge-coupled device unit (ccd) resulted in no image. The faulty ccd could be caused by liquid invasion though the broken f-ring and the electrical parts were damaged. A leak and damage to the device can be prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.